Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
Initial aaa repair in 2006, showed a good seal in the final angio. Patient had a tortuous and calcified left common iliac. The iliac leg graft landed a bit short. Physician didn't want to land right at the tortuous segment. In 2007, patient had an endoleak at the distal left common iliac. The physician tried to reballoon the distal landing zone, but this did not appear to improve. Surgeon added a leg extension to extend and increase diameter (in case he had undersized), but calcifications in the vessel kept from a good seal. Surgeon made decision to extend graft into the external iliac with a leg graft. Good seal was achieved in final angio.